Event description:
It was reported that the device was explanted after an implant duration of approximately 110.9 months, due to unknown reasons. It was also reported, that the patient expired in the or. No further details were provided. Cause of death is unknown.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly a 7000tfx, 25mm was explanted at implant due to leaflets would not coapt. No additional information was provided at this time. (B) (6) 2010 request for information response from sales rep. Indicates surgeon reported there was no good coaptation upon assessment of the implant (prior to performing the echo). Based on that assessment, they decided to explant upon implant..

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.